Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k230855 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was an erroneous result for hepatitis c. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was an erroneous result for hepatitis c. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary material #: 367986. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-hepatitis c) because the lot number is unknown. Moreover, further clinical testing could not be conducted as certain assays, in this case hepatitis c, are excluded from bd clinical laboratory protocols. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.